Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing got detached at the tubing connector, while he was sitting and just replacing the infusion set. At the time of the event the blood glucose level was 148 mg/dl and the site location was his abdomen. The infusion had been used for the first day. Moreover, the infusion sets not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, the there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.